Event description:
It was reported by the physician that the lead malfunctioned. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the full lead in segments was returned and analyzed. The defib conductor fractured. The distal conductor was distorted. There was blood/body fluid on the outer tubing overlay and the outer tubing overlay had melted, had cosmetic environmental stress cracking and a breached cut. The outer tubing was kinked/buckled and had an environmental stress crack breach (non-electrical). The outer insulation had a cosmetic depression. The helix/lobe was distorted/bent and there was blood in/on the helix mechanism. There was a bilumen tubing void (non-electrical). The device is part of the advisory for this model.

Event description:
It was reported by the physician that the lead malfunctioned. The lead was returned for analysis. No patient complications have been reported as a result of this event.